Event description:
It was reported that the patient had hurt their knee and went to the hospital. An electrocardiogram was performed during which time the patient experienced a syncopal episode. A loss of capture was suspected and the pacemaker was explanted and replaced two days later. The right ventricular (rv) lead (non-boston scientific product) was capped and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had hurt their knee and went to the hospital. An electrocardiogram was performed during which time the patient experienced a syncopal episode. A loss of capture was suspected and the pacemaker was explanted and replaced two days later. The right ventricular (rv) lead (non-boston scientific product) was capped and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields in h.3 to reflect device return. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had hurt their knee and went to the hospital. An electrocardiogram was performed during which time the patient experienced a syncopal episode. A loss of capture was suspected and the pacemaker was explanted and replaced two days later. The right ventricular (rv) lead (non-boston scientific product) was capped and a new rv lead was successfully implanted. No additional adverse patient effects were reported.